Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, following a revision of a gastric bypass procedure, the patient coughed and the reel from the orvil came out of her mouth. The patient is fine and there was no injury.